Event description:
It was reported that caller received repeated minimum fill notifications while attempting to load new cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.